Manufacturer narrative:
Gehc service personnel ordered parts, on inspection of system and sw level, system needs to have new sbc kit to run with new ip. Gehc personnel finished call with parts on follow up call.

Event description:
Customer reported that live image would stop appearing on left monitor.